Event description:
Facility reported that at during treatment, a blood leak occurred. The blood leak was not visible but hemostat stick were used and were positive. Pt was not rinsed back. The pt was taken off dialysis and reset up in another machine. The nurse stated that the pt was stable, no medical intervention was required. Sample not available. The ebl was 150-200cc.

Manufacturer narrative:
The pt was reported to have lost 150-200cc of blood during the treatment. The pt did not require intervention as they did not suffer an adverse event. The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.